Manufacturer narrative:
E1-initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported halation at the electrode upon receipt and unpacking involving an olympus camera head. There were no reports of patient involvement.